Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored in addition to the battery compartment being cracked. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display screen was found to be dim and discolored. There was a battery compartment crack observed below the grip pad. There was no evidence of moisture or loose components inside pump. Unrelated to the display and battery compartment issue, the u ¿groove clip was damaged and could not lock securely into place. (B)(6).